Event description:
The center reported in 2004 that the family member had reported that the system has stopped working. The parents tried to exchange external products without success. The pt was seen at the center 2 months later where device failure was confirmed. The pt's c1 device was explanted. The pt was reimplanted with an ab device.